Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope had a missing distal end and no image. There was no patient involvement.